Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to insufficient or incorrect reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had black liquid that flowed out during cleaning. The reported issue occurred during reprocessing. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no observed damage at the detection point and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.